Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg29-i10c-us is available in the USA with a 510k number k190805. Evaluation summary we checked the returned unit and confirmed that the bending rubber leak, and the ccd module defect. Based on the result, we concluded that it was caused due to the fluid damage from the bending rubber leak and led to the electric safety test failed and the ccd module defect. Replaced parts in this complaint are as follow. Bending rubber distal body ccd module this report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred at the time of during inspection. There was no report of patient harm. During the incoming inspection, pmb found a failed electrical safety test.